Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom 'upstream occlusion' was verified through a review of the event history log by the presence of "upstream occlusion!" Messages, and was duplicated during evaluation by troubleshooting of the device. Evaluation revealed that the cause was out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was replaced and recalibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a false air in line alarm. Service evaluation verified the false air in line alarm. The cause was identified to be a failed ultrasonic sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no patient involvement. No additional information is available.